Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and there were suction alarms above p-4. The patient has no other issues her purge flow and pressure is all within normal limits and no other issues, flow is appropriate for p level currently at. The patient remained on support and stable until successful weaning of device.

Manufacturer narrative:
The investigation for the low pump flow has been completed. No product was returned for analysis. The clinical states that there was concern for patient volume issues. There were no spikes in motor current seen, but a trend in the placement signal. Lower flows were seen at higher p-levels. Suction alarms were seen during the changing of p-levels but then they stabilized at a lower p-level, indicating the patient may not have been able to tolerate higher p-levels. Based on the clinical details provided and the data log analysis, the root cause of the low pump flow is most likely due to the patients condition.

Event description:
The automated impella controller (aic) was also starting to have impella position unknown alarms. The doctor confirmed the position with echocardiography.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. At p-7 the placement signal trends with the lower flows and the signal-to-noise ratio (snr) varies. When the p-level changes from 7 to 4, suction, positioning and placement signal low alarms are seen. There are two placement signal unreliable alarms that are triggered in the case when the pump is turned off. The rest of the 5s parameters are stable throughout the case. Based on this trend in the placement signal and flows, the root cause is most likely due to the patient¿s condition. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-19761. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. E4 erroneously entered as "no" on the initial report. G1 reporting contact email updated.